Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their cardiac resynchronization therapy defibrillator (crt-d) was unable to establish telemetry with their remote monitor. The crt-d remains in use. No patient complications have been reported as a result of this event.